Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited loss of capture. During the lead revision procedure, helix of the rv lead failure to extend. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix clogged with blood/tissue. After cleaning and applying torque to the inner coil, the helix could be fully extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torqued inner coil consistent with procedural damage. No other anomalies were found.